Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. This report is submitted beyond 30 calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. (B)(6).

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Event description:
Patient reported, that they "began to feel pain".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
The device has been explanted.